Event description:
Device 3 of 3 reference MFR report numbers:1627487-2013-20157 and 1627487-2013-20156. It was reported the patient's scs system was explanted. Reason for the surgery is unk.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.